Event description:
Patient implanted with distal femur liss plate on (B)(6) 2010. Plate was explanted (B)(6) 2011. No additional information is available.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.